Manufacturer narrative:
The radiometer investigation has not been able to establish the root cause due to lack of details and data, hence the root cause remains unknown.

Event description:
According to the complaint, on (B)(6) 2023, when using the abl90 flex analyzer ((B)(6)) for sample analysis, it was found that the device could not operate properly (operation failure).